Event description:
Total cares resident was discovered to have fallen out of bed. Upon reconstruction of the events prior to the event, it was determined that the resident was positioned on her right side and was lying on a plexus 2500 air mattress rented from (B)(6) hospital supply. As this investigator layed on the mattress, the air beneath my body shifted to behind my body effectively rolling me to the edge and off the bed. This resident had been turned and repositioned between 6 and 6:30 am. She was observed in bed around 7am by the rn in charge and was found on the floor by the cna at approximately 7:45. On (B)(6) 2004, mattress was tested by (B)(6), lpn and risk manager. All experienced the same results. This was demonstrated to (B)(6) representative when he came to pick up mattress. The other plexus 2500 mattress in the facility was put through the same testing and did not cause the rolling/shifting noted with the previous mattress. Result of fall was rupture of left eyeball which necessitated immediate transfer to ER and a second transfer to ophthalmology for surgery. Admitted to hospital for day of surgery and then returned to nursing home next day.